Manufacturer narrative:
Results: inherent risk of procedure (endoleak, death). Unknown cause of endoleak conclusion: unknown cause of endoleak.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 7 cm thoracic aortic aneurysm at zone 4 approximately 26 months ago. The proximal neck was 42 mm in diameter and the distal neck was 37 mm in diameter. There was no thrombus or calcification. It was reported that the physician remodelled the stent graft, however a type ia endoleak was discovered. No intervention was performed; one month post implantation the type ia endoleak was still present. The one year non-contrast CT scan was performed; the presence of an endoleak could not be determined since there was no contrast. The aneurysm diameter was 7.1 cm, so the physician decided to continue to monitor the patient. It was reported that the patient expired due to pneumonia after worsening renal failure. The physician commented that the death was not related to the device or procedure.